Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar decompression requiring fixation procedure: l5-s1 mis tlif with screws, rods and set screws levels implanted: l5-s1 it was reported that, post-op CT scan showed set screw loose and not engaged into the head of the screw. The product came in contact with the patient. The product did not break. The patient underwent an additional surgery on to remove the set screw and replace with a new set screw.